Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported in a literature article that a (B)(6) female patient presenting with global aphasia and right hemiparesis with an initial national institute of health stroke scale (nihss) score of 18 points had a vessel occlusion in the superior division of the left middle cerebral artery (mca). It was reported that during the procedure, mechanical thrombectomy was performed with a partially deployed technique using the subject stent. Control angiography showed recanalization of the occluded vessel but contrast leakage after stent retrieval. The lesion presenting with contrast leakage was treated with stenting and temporary balloon occlusion. Computed tomography (CT) showed that the subarachnoid hemorrhage (sah) had increased in size after mechanical thrombectomy and anti-platelet medication was administered to prevent in-stent thrombosis. The clinical status of the patient was stable. The modified rankin scale (mrs) score at discharge was 0, and the patient demonstrated no focal neurological deficits. No further information is available. It was not possible to ascertain specific device from the article, or to match the events reported with previously reported complaints, if any.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported in a literature article that following the use of the subject stent retriever for mechanical thrombectomy for a proximal m3 occlusion, the patient experienced a subarachnoid hemorrhage (sah). The lesion presenting with contrast leakage was treated with stenting using a 3mm stryker stent and temporary balloon occlusion using a non stryker balloon catheter (non-stryker). Anti-platelet medication was administered to prevent in-stent thrombosis. Additional information provided in the complaint indicated that the author believes the cause of the sub arachnoid hemorrhage sah was perforation or dissection of the parent artery which was injured by the stent strut due to the larger size diameter of the stent retriever than that of the occluded artery. The other possible cause of the sah was stretching of the branch artery during stent retrieval. In the case of this complaint, it is probable that incorrect sizing of the stent retriever for the intended vessel location contributed to the reported event. Per the dfu, "to reduce risk of vessel damage, take care to appropriately size retriever to vessel diameter at intended site of deployment." An assignable cause of use error will be assigned to this complaint since there was a deviation from the supplied dfu that resulted in a different medical product response than intended by the manufacturer or expected by the user.

Event description:
It was reported in a literature article that a 56-year-old female patient presenting with global aphasia and right hemiparesis with an initial national institute of health stroke scale (nihss) score of 18 points had a vessel occlusion in the superior division of the left middle cerebral artery (mca). It was reported that during the procedure, mechanical thrombectomy was performed with a partially deployed technique using the subject stent. Control angiography showed recanalization of the occluded vessel but contrast leakage after stent retrieval. The lesion presenting with contrast leakage was treated with stenting and temporary balloon occlusion. Computed tomography (CT) showed that the subarachnoid hemorrhage (sah) had increased in size after mechanical thrombectomy and anti-platelet medication was administered to prevent in-stent thrombosis. The clinical status of the patient was stable. The modified rankin scale (mrs) score at discharge was 0, and the patient demonstrated no focal neurological deficits. No further information is available. It was not possible to ascertain specific device from the article, or to match the events reported with previously reported complaints, if any. Additional information added on 04-jul-2023: the author believes the cause of sah was perforation or dissection of parent artery which was injured by stent strut. This is because the size of the retrieved stent was larger than that of the occluded artery, which injured the intima of the occluded artery during stent retrieval. To prevent intimal injury during stent retrieval in the smaller-diameter, distal occluded artery, they deployed the stent partially in the occluded m3 artery with the goal of reducing the friction between the stent and the occluded artery. However, procedure-related sah with contrast leakage developed after mechanical thrombectomy with partially deployed stent retrieval for the m3 occlusion. The other cause of sah was stretching of branch artery. The artery shaped like loop was transformed to straight shape during stent retrieval. At that time, small perforator artery in parent artery shaped like loop was stretched and cut down.

Manufacturer narrative:
B5 executive summary- updated.

Event description:
It was reported in a literature article that a 56-year-old female patient presenting with global aphasia and right hemiparesis with an initial national institute of health stroke scale (nihss) score of 18 points had a vessel occlusion in the superior division of the left middle cerebral artery (mca). It was reported that during the procedure, mechanical thrombectomy was performed with a partially deployed technique using the subject stent. Control angiography showed recanalization of the occluded vessel but contrast leakage after stent retrieval. The lesion presenting with contrast leakage was treated with stenting and temporary balloon occlusion. Computed tomography (CT) showed that the subarachnoid hemorrhage (sah) had increased in size after mechanical thrombectomy and anti-platelet medication was administered to prevent in-stent thrombosis. The clinical status of the patient was stable. The modified rankin scale (mrs) score at discharge was 0, and the patient demonstrated no focal neurological deficits. No further information is available. It was not possible to ascertain specific device from the article, or to match the events reported with previously reported complaints, if any. Additional information added on 04-jul-2023: the author believes the cause of sah was perforation or dissection of parent artery which was injured by stent strut. This is because the size of the retrieved stent was larger than that of the occluded artery, which injured the intima of the occluded artery during stent retrieval. To prevent intimal injury during stent retrieval in the smaller-diameter, distal occluded artery, they deployed the stent partially in the occluded m3 artery with the goal of reducing the friction between the stent and the occluded artery. However, procedure-related sah with contrast leakage developed after mechanical thrombectomy with partially deployed stent retrieval for the m3 occlusion. The other cause of sah was stretching of branch artery. The artery shaped like loop was transformed to straight shape during stent retrieval. At that time, small perforator artery in parent artery shaped like loop was stretched and cut down.